Manufacturer narrative:
Additional review determined that the previously reported information pertaining to this manufacturer's report # 3004209178-2018-05229 [catheter occlusion; increased pain] was previously reported. Additional information regarding this event will now be reported under manufacturing number 3004209178-2018-05650 [increased pain, catheter occlusion]. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-mar-22. It was reported that the catheter occlusion was first reported to have occurred on (B)(6) 2017. The cause of the occlusion was not determined.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-oct-2010, (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 21-may-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-mar-09 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that a catheter occlusion occurred on an unspecified date. It was noted that the event was ongoing. No patient symptoms were reported and no further complications were reported or anticipated. Additional information was received from a healthcare provider via a clinical study on 2018-mar-16. It was reported that the event occurred on (B)(6) 2017. The pump was used to deliver dilaudid and bupivacaine. On (B)(6) 2017, the patient reported a significant increase in back pain since undergoing magnetic resonance imaging (MRI) on (B)(6) 2017. The programming date from the most recent refill prior to the event was (B)(6) 2017 at 09:10. Fluoroscopy was performed on (B)(6) 2018 and showed the occluded catheter. Interventions included replacing the catheter on (B)(6) 2018. The etiology indicated the event was related to the device/therapy and not related to the implant procedure.